Event description:
It was reported that, during preventive maintenance, the 980 ventilator failed the power on self test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.